Event description:
The user facility reported that during cataract extraction procedure, a 27 gauge anterior chamber needle tip, used to inject balance salt solution (bss) "flew off in the pt's eye which caused blood in the iris." The physician indicated that he felt the eye would be "okay and clear up." The pt was reported to be very upset. Refraction was reported to be "off due to blood floating in the eye, but the pt sees fine with glasses." Additionally, "not much swelling" was reported. The pt saw a retinal specialist and everything is fine. The pt is scheduled to have the procedure done on the second eye.

Manufacturer narrative:
Though requested, the device has not yet been received for eval. Should the device become available for eval, a f/u report will be submitted.